Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted cyber security update, the device went into a vvi back up mode. The device was reprogrammed, and the issue was resolved. The patient condition is stable.